Event description:
The sales rep. Reported to clarus medical 2 days post event that the physician using the device was injured while using the device: the injury was a minor burn on the hand caused by labor energy released by a broken laser fiber. The device was replaced and the case was completed. The device was received by clarus medical 1 week post event and was inspected for damage. The fiber was broken at the proximal end of the handpiece.